Event description:
This is the fourth of seven reports of endophthalmitis received from an ophthalmologist associated with post operative cataract extraction with posterior intraocular lens implant. In this case, surgery was done on 8/5/96. A model 809f/+22.5(d) was implanted into the left eye post cataract extraction. On 8/13/96 findings, findings of endophthalmitis were noted in exam and the pt was referred to a specialist. He was treated with antiobiotics initially with no improvement. A vitrectomy was performed on 8/14/96. The culture was negative. The ophthalmologist has noted eight occurrences of endophthalmitis seven associated with lenses mfg by co and one with another brand lens from 11/17/94 to 9/16/96. Currently a hosp investigation is in progress. A review of batch records for this lens included sterilization process and sterilization tests revealed no deviations. Add'l info is being sought as well as a report of the hosp investigation.